Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged and could no longer pace the ventricle. An attempt to reposition the lead was made but there was no adequate venous access. The lead was capped (B)(6) 2013 and not replaced. The patient was stable.